Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensors could not be inserted. The customer went through three sensors attempting to insert in the leg. The customer was advised that the abdomen is the only approved area. The customer also reported that the sensor prongs on the pedestal broke off when inserting. The customer had a high blood glucose of 543 mg/dl.